Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller, system interface, display adapter, image processor and cine bridge board were evaluated and reseated. The fuses and electrical connections on the dc distribution board were also reseated during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.